Event description:
Literature was reviewed regarding physical activity tracking after transfemoral aortic valve replacement. The study population included 230 patients who were predominantly male with a median age of 80 years. These patients received balloon-expandable or the self-expanding valves, the latter of which were medtronic corevalve, evolut r, and evolut pro bioprosthetic valves. Among all patients adverse events included: high gradients, aortic stenosis, moderate to severe aortic regurgitation (ar), myocardial infarction (mi) requiring intervention, atrial fibrillation, and valve-in-valve implant. No additional adverse patient effects were noted.

Manufacturer narrative:
Citation: haum et al. Quantification of physical activity with prospective activity tracking after transfemoral aortic valve replac ement. Int j cardiol. 2023 apr 1;376:100-107. Doi: 10.1016/j.ijcard.2023.01.085. Epub 2023 feb 8. Earliest date of publication used for date of event. Medtronic products referenced: corevalve e, evolut r and evolut pro. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.